Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of guide catheter broken. Block h10: the returned flexima plus biliary stent was analyzed, and a visual and microscopic evaluation noted that the guide catheter proximal end was separated in two parts, and the detached portion has evidence of tension forces applied. Additionally, the touhy borst was in good condition. No other problems with the device were noted. A functional evaluation could not be performed due to the condition of the device. The reported event of stent failure to deploy and guide catheter break was confirmed. Taking all available information into consideration, this device problems identified during evaluation could have been caused by operational factors such as an excess of force applied during the guide catheter retraction. This can lead to guide catheter separation and consequently, stent unable to be deployed, as confirmed during device evaluation. Therefore, the most probable cause is adverse event related to the procedure.

Event description:
It was reported to boston scientific that a flexima plus biliary stent was used during a biliary stent implantation procedure in the bile duct performed on (B)(6) 2023. During the procedure, the guide catheter was broken when the stent was released, causing the hand-base side to tear due to its stiffness. The broken guide catheter was successfully removed from the patient in one piece and the procedure was completed with a new flexima plus biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific that a flexima plus biliary stent was used during a biliary stent implantation procedure in the bile duct performed on (B)(6) 2023. During the procedure, the guide catheter was broken when the stent was released, causing the hand-base side to tear due to its stiffness. The broken guide catheter was successfully removed from the patient in one piece and the procedure was completed with a new flexima plus biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of guide catheter broken.